Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 14-may-2024, it was reported that the patient experienced an issue with one infusion set, it fell off during use. The patient's blood glucose (bg) due to the issue was 521 mg/dl. The patient took a correction injection via mdi to address the high bg. The infusion set had been in use for 48 hours. The patient replaced the infusion set and successfully resumed insulin. No further information available.